Event description:
A company representative reported that a cayman plate holder was not holding the plate "properly." The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Event description:
A company representative reported that a cayman plate holder was not holding the plate "properly." The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
A visual inspection was performed and there appeared to be no notable damage or deformation on the tip that would have caused the event. The device was functionally tested with a sample plate and it was able to release and hold the implant without any mechanical issues arising. As the device was able to perform its intended function the reported event was unable to be replicated. Device history records were reviewed for the corresponding lot and no relevant manufacturing issues were identified. A review of complaint history associated with the subject lot and catalog number was performed and no adverse trends were observed. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. Based on the inspection of the device it is most likely that the surgeon in this case misassembled the device during surgery which led to the device not holding the plate properly.